Manufacturer narrative:
Citation: serik aitaliyev., et al.. Early outcomes of patient-prosthesis mismatch following aortic valve replacement. Sage 37(7) 692¿699 2022. 10.1177/02676591211023286 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the early outcomes of patient-prosthesis mismatch following aortic valve replacement. The study population included 150 patients who were predominantly male with a mean age of 63.33 ± 11.58 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included medtronic freestyle bioprosthetic valve and medtronic ats mechanical valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: patient-prosthesis mismatch, systolic anterior motion, hematoma, delirium, sternal infection, respiratory failure, cardiogenic shock, stroke, bleeding, aortic regurgitation, atrial fibrillation, gastrointestinal bleeding, atrioventricular block, transient ischaemic attack, urinary infection and pacemaker implant. No further information was provided pertaining to medtronic products.